Event description:
On (B)(6), we have been informed by megadyne medical products USA about an incident, which happened during a surgical procedure. A rem equipped covidien electrosurgical generator (model force fx) and a monitoring dispersive electrode (model rsw271a30) were used. The generator output was described as "40/40:. The pt position was described as "supine with ll wedge" and was not repositioned. The body type of the pt and was not repositioned. The body type of the pt was described as average size and the skin type was described as normal. The skin was not cleaned and no ointment had been used. No info was available, whether the skin was shaved, a disinfectant was used and whether the skin was dried before applying the dispersive electrode. The pt body temperature was managed with a "bear hugger". After the procedure "two prong markings approximately cm apart with a blister between, two additional reddened areas on either side extending 2-3 cm" were detected underneath the connection of the esu wires to the electrode. The injury was treated by medical nonsurgical intervention. No info of the precise location of the electrode on the pt have been disclosed.

Manufacturer narrative:
The retained samples have been inspected visually and tested electrically and thermally. Mechanical tests were performed on retained samples. All retained samples tested were found to perform within limits. No faults could be detected. In an email dated (B)(6) /2014, the initial reporter (B)(6) informed us that "(...) They did not save the product and no photos were taken" the description of the injury and its position underneath the cable connection indicate a correlation between the two. However, as we have neither received the product involved, a photo of it or the injury, nor info about the location of the electrode on the body and its relative orientation towards the surgical area, we cannot determine, if the injury was a burn or a pressure necrosis, if there was a product problem at all, and if so, whether it was present initially or developed during use. As no photos nor the involved product will become available we will close the investigation.